Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned high results for 2 patient samples tested for gluc3 glucose hk (gluc3) on a cobas integra 400 plus. Based on the data provided, the results for 1 patient were discrepant. The initial gluc3 result was 165 mg/dl. The repeat result was 88 mg/dl. The incorrect result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The gluc3 reagent lot number was 26742401 with an expiration date of 30-nov-2018. No bubbles or fibrin were observed in the patient sample. Calibration and qc data from the day of the event were acceptable. Frequent "no fluid/not enough" alarms were observed in the alarm trace data. Based on this alarm, the sample probe may have transferred too much sample volume due to deposits on the outside causing a higher result. There were also frequent "clot detected" alarms. Based on this, the tube settings may not match the filling volume causing the sample probe to go too deep into the sample. Product labeling states only one type of sample tube or cup can be used in each rack. Different tube types must not be mixed on the same rack. A general reagent issue can be excluded since calibration and qc were acceptable.

Manufacturer narrative:
The customer states that the probe is cleaned when the instrument notifies them. One probe was replaced on (B)(6) 2018. Based on the precision check data provided, reagent and sample pipetting seem to be ok.

Manufacturer narrative:
The customer changed the brand of water used in their water system and they have had no further issues. Qc results have been acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and performed a decontamination procedure. The internal and external water reservoir were cleaned and the degasser was replaced. Since the service visit the instrument has been working as expected and the customer has not had any additional issues with results.